Event description:
Sorin group (B)(4) received a report that the heater-cooler exhibited bacterial contamination. There was no report of patient injury.

Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015.

Manufacturer narrative:
This report is meant to replace a prior report (follow-up #4) that was submitted on january 27, 2016. We are replacing follow-up #4 because it was discovered that the alert date was incorrect. In follow-up #4, the date that the retrospective review identified the missing information (january 13, 2016) was used as the alert date. The correct alert date is november 19, 2015, which is the date that the DHR review was completed. With this correction to the alert date, the supplement should now read as follows. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler exhibited bacterial contamination. There was no report of patient injury. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
Conclusion: manufacturing deficiency and use error caused or contributed to event. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a heater-cooler delivered to the customer on november 7, 2012, exhibited bacterial contamination during testing on (B)(6) 2015. There was no report of patient involvement. The unit was returned to sorin group (B)(4) for investigation at the end of june 2015. The inspection of the outer and inner components of the sorin heater-cooler system 3t revealed residuals and biofilm in several locations including the tubing and pumps of the cardioplegia and patient circuit tanks. Microbiological testing confirmed a contamination with mycobacteria. A further investigation was performed by a research institute in (B)(6) to verify the genotypes of the mycobacteria found in the heater-cooler system 3t and at the production site. The analysis confirmed that the strains found in the involved heater-cooler are identical to the strains found at the production site. Based on these findings, it has been concluded that the initial contaminant was introduced to the system at the production site, however, this contamination almost certainly would have been eliminated had the user maintained the unit in accordance with instructions for the initial cleaning and disinfection (the cleaning and disinfection prior to use) outlined in the IFU in effect at the time. This device was produced before the current ethanol disinfection process was instituted at the production site.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler exhibited bacterial contamination. There was no report of patient injury. The unit was returned to sorin group (B)(4) for further investigation. A visual inspection of the outer and inner parts of the sorin heater-cooler system 3t revealed residuals and biofilm in several locations including the tubing and pumps of the cardioplegia and patient circuit tanks. Microbacterial testing confirmed a contamination with mycobacteria chimaera. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. This unit has been disinfected and returned to service. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler exhibited bacterial contamination. There was no report of patient injury. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. On january 13th, 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler exhibited bacterial contamination. There was no report of patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.